Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarms. Customer stated they received reoccurring insulin flow block alarms and they already changed the infusion set, reservoir and insulin three times. Customer also experienced hyperglycemia and treated for it. Customer declined to continue troubleshoot for the insulin flow block alarm. Customer stated the tubing was not bent or kinked. Customer states they had tried all remedies. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.